Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2010, 05/27/2010 and 06/08/2010 by phone, fax, and mail. A completed questionnaire was received on 06/08/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported an intraocular lens (iol) was exchanged due to a refractive surprise. A technician speaking for the surgeon reported the patient was having difficulty with her near and distance vision following her implant surgery. The technician reported the surgeon does not blame the iol or its performance for the unexpected postoperative refraction; rather, it was due to "original target did not meet the patients visual needs, as her eyes were not working together as it had been anticipated". Following the exchange procedure, the patients ucva was 20/25 and the patient was reported to be very happy. In a follow up, the surgeon reported the event had resolved.